Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).